Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejected the batteries and the screen was hard to read at times. The motor sounded like it was struggling to rewind. The buttons did not feel as tight anymore. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.